Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2020. The investigation summary was completed on (B)(6) 2020. It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the mapping and ablation phase of the left ventricle (lv), pericardial effusion was noticed. Remainder of the procedure was aborted. Pericardiocentesis was performed to drain the fluid from the pericardial space. The patient was stabilized and moved to the intensive care unit (ICU) for monitoring. Prolonged hospitalization was required as a result of the adverse event. Patient had fully recovered from the event. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30422789l number, and no internal action related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping and ablation phase of the left ventricle (lv), pericardial effusion was noticed. Remainder of the procedure was aborted. Pericardiocentesis was performed to drain the fluid from the pericardial space. The patient was stabilized and moved to the intensive care unit (ICU) for monitoring. Prolonged hospitalization was required as a result of the adverse event. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. There was evidence of steam pop during the ablation. The catheter irrigation was set between 2-8ml/min while ablating at 30 watts and 15ml/min while ablating up to 30 watts. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were range 3mm/time 3 seconds. Force over-time 25% and min force 3 g was used as additional filter. Ablation index was used as coloring option.